Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: myocardial infarction treated with medication and causing permanent damage. Device issue: no device malfunction had been reported. It was reported via a trial that after four rx xience v stents (2.5 x 18 mm, 2.5 x 23 mm, 2.5 x 08 mm, 2.75 x 12 mm) were implanted, the pt felt exhausted and vomited several hours following angiography. Then, reportedly experienced a periprocedural myocardial infarction (mi) and was hospitalized and treated with medication. The troponin measurement was abnormal and clinically relevant. No additional event or pt info is available.

Manufacturer narrative:
The rx xience v 2.5 x 23 mm (part #1009527-23/lot #9031362), 2.5 x 08 mm (part #1009527-08/lot #9020661), and 2.75 x 12 mm (part #1009528-12/lot #9031241) are being filed under the same MFR #. Mi and nausea as noted in the IFU, are known adverse events with stenting and are not necessarily an indication of a product quality deficiency. These pt effects, along with hospitalization are listed in the risk assessment. Although exhaustion is not listed in the IFU, it could be associated with many other things besides the xience v stent, such as the overall health and condition of the pt or medication.